Event description:
Per the clinic, the patient experienced pain, swelling and infection (abscess) at the postauricular site (specific date not reported).subsequently, the patient was placed under general anesthesia (specific date not reported) in order to drain the abscess. During the same surgery, the patient underwent a debridement and irrigation procedure of the cavity. The patient was also treated with IV antibiotics (specific date and duration not reported). The implanted device remains.